Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external controller malfunction; other component malfunction, specify

Event description:
Major pump unit(s) involved: external control system failureadditional text: system controller & pbu cablespecific component(s) involved: external controller malfunction; other component malfunction, specifyadditional text: frayed wire at bend relief, epc-(B)(4) other component: pbu cable has a bent pin in white power leadcausative or contributing factor: patient noncompliance in device maintenance and protection; patient error in caring for systemother cause:intervention(s): replacement of external controller; replacement of other component, specifyother intervention :implant device type: lvadmalfunction device type: